Manufacturer narrative:
Manufacturing review: the DHR has been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evolution. No electronic photos, images or medical records were provided for review. Therefore, the investigation is inconclusive for a broken coaxial needle as no objective evidence was provided to confirm a deficiency with the device.the definitive root cause could not be determined based upon available information. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a CT guided liver biopsy, the coaxial allegedly detached in the patient. It was further reported that an attempt was made to remove the segment using fluoroscopy guidance, but was unsuccessful. The patient has since been discharged.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (08/2021).

Event description:
It was reported that during a CT guided liver biopsy, the device allegedly detached in the patient. It was further reported that attempts will be made to remove the segment but for now it remains in the patient. Patient status is unknown.